Manufacturer narrative:
Correction: the device code should have been (B)(4) (insufficient information) rather than (B)(4) (no device output). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicted that the surgical intervention was undertaken wherein the patient's ins was explanted and replaced with the ipg. This addressed the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ins was deemed inoperable, due to reaching end of life. As a result, the patient may undergo surgical intervention at a later date.